Event description:
An re-intervention was completed. The physician elected to implant an afx2 bifurcated stent graft, two (2) vela suprarenal graft extensions and three (3) ovation ix limb extenders to successfully resolve this event. The patient was reported as stable. During the investigation of this event, the reported type 3a and 3b endoleaks were refuted, rather there was a large type ib endoleak from the left common iliac artery. Also multiple type 2 endoleaks of the lumbar were identified. A type 2 endoleak is a non- device related failure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of: the reported type 3a and 3b endoleaks were refuted rather is was a type 1b endoleak from the light common iliac artery and multiple type 2 endoleaks of the lumbar. The type 2 endoleak is a non- device related failure and is anatomy related. The cause of the type 1b endoleak could not be determined with the medical records /images available for review however thickened calcifications identified in the left common iliac artery could have contributed to this event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, type 3a, 1b and a possible type 3b endoleaks were identified during a follow up computerized tomography (CT) scan. The patient is currently stable and being monitored. An intervention is being planned but has not been scheduled.